Manufacturer narrative:
A4 weight is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related medical device reports: this impella 5.5 device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the automated impella controller.

Event description:
Clinical narrative: an impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 39-year-old female patient presenting in acute decompensated cardiomyopathy, in society for cardiovascular angiography & interventions (scai) stage d shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), 100ml/hr of bloody drainage noted in the jackson-pratt (jp) drain. The same amount of drainage was noted overnight requiring 2 units packed red blood cells (prbcs) due to hemoglobin drop. Cardiothoracic (CT) surgery came by to see the patient and manual pressure was held at incision site. The drainage from the jp drain has been slowing down but is still present. Heparin drip stopped as soon as significant drainage started and has been off since. Patient has liver dysfunction due to heart failure exacerbation and liver function test (lft) is elevated, no alarms on the console noted during this time. It was reported that the patient went back to the operating room (or) and the pocket was re-examined and was determined that there was only minor bleeding around the anastomosis site and closed the pocket. Post-operative day 1, the automated impella controller (aic) had a controller error alarm. The aic was exchanged for a new aic. There was no noted interruption of flow or support for the patient. No further issues were noted. Four days after insertion, the patient was started on continuous renal replacement therapy (crrt) for worsening renal function. In addition, the patient lost pulses in the left arm after a brachial arterial line was placed, requiring a left arm fasciotomy. CT scan to evaluate arterial flow. The post-procedure outcome is unknown. While on support, the device functioned as intended at p-8 with d5w heparin in the purge solution. Bleeding is also a known risk due to the impella's anticoagulation and purge requirements. Cardiogenic shock can cause renal failure due to reduced blood flow and oxygen delivery to the kidneys. Vasoactive medications can further constrict the renal blood vessels, worsening the kidney function.

Manufacturer narrative:
B5 narrative updated and h6 codes updated. Additional information received for d6 explant. H1 type of reportable event was updated from serious injury to death.

Event description:
Updated clinical narrative: after 6 days and 10 hours on support, the patient expired. The impella is being conservatively reported for death; however, is unlikely to have contributed to the patient's death, which was most likely due to the clinical presentation of a critically ill patient in acute decompensated cardiomyopathy, complicated by stage d shock, dependent on vasopressor support. Updated clinical narrative: an impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 39-year-old female patient presenting in acute decompensated cardiomyopathy, in society for cardiovascular angiography and interventions (scai) stage d shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), 100ml/hr of bloody drainage noted in the jackson-pratt (jp) drain. The same amount of drainage was noted overnight requiring 2 units packed red blood cells (prbcs) due to hemoglobin drop. Cardiothoracic (CT) surgery came by to see the patient and manual pressure was held at incision site. The drainage from the jp drain has been slowing down but is still present. Heparin drip stopped as soon as significant drainage started and has been off since. Patient has liver dysfunction due to heart failure exacerbation and liver function test (lft) is elevated, no alarms on the console noted during this time. It was reported that the patient went back to the operating room (or) and the pocket was re-examined and was determined that there was only minor bleeding around the anastomosis site and closed the pocket. Post-operative day 1, the automated impella controller (aic) had a controller error alarm. The aic was exchanged for a new aic. There was no noted interruption of flow or support for the patient. No further issues were noted. Four days after insertion, the patient was started on continuous renal replacement therapy (crrt) for worsening renal function. In addition, the patient lost pulses in the left arm after a brachial arterial line was placed, requiring a left arm fasciotomy. CT scan to evaluate arterial flow. The post-procedure outcome is unknown. While on support, the device functioned as intended at p-8 with d5w heparin in the purge solution. Bleeding is also a known risk due to the impella's anticoagulation and purge requirements. Cardiogenic shock can cause renal failure due to reduced blood flow and oxygen delivery to the kidneys. Vasoactive medications can further constrict the renal blood vessels, worsening the kidney function.